Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported the insulin pump shutting off unexpectedly, which caused him to reach a blood glucose level of 578 mg/dl. The customer reported that the insulin pump was not working to bring the customer's blood glucose down. The customer was not able to complete troubleshooting during the phone call. The customer was advised to monitor the device and to call the helpline back if the issues recurred. No further information was provided.